Event description:
Customer reported via phone call that she experienced low blood glucose. Her daughter found her at her house moaning with low blood glucose. Customer's daughter tried giving her a glucose tablet but she could not take it so she gave her a glucagon shot and called the paramedics and was taken to the hospital. Blood glucose value at the time of the 911 call was 54 mg/dl. Customer also reported that on (B)(6) 2015 she felt nauseated. The next day she felt sick at work and went home. Customer was throwing up. Her daughter checked her blood glucose and it was 64 mg/dl but a few minutes later it dropped to 44 mg/dl. Customer stated that 911 was called and customer was hospitalized until (B)(6) 2015. During troubleshoot; it was stated the drive support cap is recessed. The bolus history is accurate and the reservoir is showing the same amount of insulin as shown on the status screen. The insulin pump was not exposed to a magnetic field. Customer was advised to monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.